Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of deflation issues was confirmed via product analysis. One cylinder had buckling folds. The other cylinder had a aneurysm in the cylinder body at a fold when inflated. Both cylinders had pronounced buckling folds. Based on the results of this investigation, no escalation is required. Model: 72404156, lot #: 543082002, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic. The complaint component was returned and analyzed, and the reported allegation issues was not confirmed via product analysis. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient experienced herniation to one of the inflatable penile prosthesis (ipp) cylinders. Device would not deflate. All components were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. The issue began 6 months ago. Patient experienced discomfort.

Manufacturer narrative:
Model: 72404156, lot: 543082002, reservoir 100 ml pc/iz, device impotence mechanical/hydraulic.

Event description:
It was reported that patient experienced herniation to one of the inflatable penile prosthesis (ipp) cylinders. Device would not deflate. All components were explanted and replaced with a new ipp. No information about the patient outcome is available at the moment. Additional information was received. The issue began 6 months ago. Patient experienced discomfort.